Event description:
Event description boston scientific received information that the patient with this device had a heart rate of 30 bpm and was symptomatic. The physician elected to replace the device. This device was part of a physician communication dated september 22, 2005 regarding a crystal timing component.